Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during approximately one and a half hours after the start of surgery, gray seal part was disengaged when extracting forceps from the port. No patient injury.

Manufacturer narrative:
Section. Evaluation summary: post market vigilance (pmv) led an evaluation of one trocar. The visual inspection of the device noted; the valve seal and lock collar were broken. The trocar balloon, obturator, and doors appeared intact. The inflation syringe was not received. Functional testing was performed; the trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the broken valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.